Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause: undetermined.

Event description:
It was reported that leakage occurred with a unspecified bd syringe. The following information was provided by the initial reporter, "she has struggled with attaching the needle to the syringe tightly enough to not leak insulin out during filling information below captured in email at case level: hello, I have met with user on 2 separate occasions and mrs. Has also met with the user to try and help her trouble shoot this situation. She initially was struggling with button pushing due to poor sensation in her fingers. We tried a stylus to resolve that issue, but due to her very poor hand strength and fine motor skills she continues to have difficulties in all areas of using the pump. She has struggled with attaching the needle to the syringe tightly enough to not leak insulin out during filling and more urgently she is unable to correctly insert the autosoft 90 or xc due to lack of hand strength we met today to try all of the infusion sites and I don¿t feel like she can safely use any of the alternatives. She has no support available to her and does not recognize when she is in trouble with high blood sugars. )we have exhausted all of the options and despite multiple hours of extra training, there is no improvement in her abilities to fill the pump, insert the infusion sites or disconnect from the pump. I support her pump being returned."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a unspecified bd syringe. The following information was provided by the initial reporter, "she has struggled with attaching the needle to the syringe tightly enough to not leak insulin out during filling. Information below captured in email at case level: hello, I have met with user on 2 separate occasions and (B)(6) has also met with the user to try and help her trouble shoot this situation. She initially was struggling with button pushing due to poor sensation in her fingers. We tried a stylus to resolve that issue, but due to her very poor hand strength and fine motor skills she continues to have difficulties in all areas of using the pump. She has struggled with attaching the needle to the syringe tightly enough to not leak insulin out during filling and more urgently she is unable to correctly insert the autosoft 90 or xc due to lack of hand strength we met today to try all of the infusion sites and I don¿t feel like she can safely use any of the alternatives. She has no support available to her and does not recognize when she is in trouble with high blood sugars. We have exhausted all of the options and despite multiple hours of extra training, there is no improvement in her abilities to fill the pump, insert the infusion sites or disconnect from the pump. I support her pump being returned."